Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The tandem user guide instructs the user to remove any residual air from the cartridge. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Reportedly, the customer was not performing the air removal step. There was no adverse impact to blood glucose. Reportedly, the customer reverted to manual injections for insulin therapy.